Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 400s (mg/dl) for approximately a week. Customer changed out their infusion sites and administered insulin injections to treat their bg levels. Reportedly, customer witnessed insulin exit the infusion set tubing. Customer stated that they believed that they may not have been getting insulin through the site. Recommendation was made to consult with health care provider to discuss diabetes management.